Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR could not be performed due to unknown lot#.

Event description:
It was reported that 2 pen needle autoshield duo 30gx5mm jp leaked during use. The following was reported by the initial reporter: "the customer reported about leakage occurring with the use of the product (329705). No further information was provided."

Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed. And the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown

Event description:
It was reported that 2 pen needle autoshield duo 30gx5mm jp leaked during use. The following was reported by the initial reporter: "the customer reported about leakage occurring with the use of the product (329705). No further information was provided."